Manufacturer narrative:
Expiration date: 10/2020. Based on the available information, this event is deemed a reportable malfunction. After a detailed batch review, no discrepancies were found with this particular lot. There is not enough information to conclude that the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event information was provided at the time of this report. Should additional information become available, a follow-up report will be submitted. There is one (1) additional device associated with this product complaint, a separate FDA form 3500a has been generated. (B)(4).

Event description:
It was reported that the halyard microcuff endotracheal tube endotracheal tube showed signs of leakage from the cuff during patient use. The patient was re-intubated with a different device; no patient harm occurred due to the reported malfunction.